Manufacturer narrative:
One used primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, one used bag spike adapter with spiros and one used list chemoclave bag spike were returned for evaluation. The complaint of a particulate inside the fluid path can be confirmed on the returned primary plum set. As received there was a yellow particulate inside the large diaphragm of the plum cassette on the primary plum set. The particulate was submitted for fourier-transform infrared spectroscopy (ftir) analysis to determine the origin of the particulate. There were no significant correlation to any materials used during manufacturing. The origin and the probable cause of the particulate getting inside the fluid path is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for investigation, however it has not yet been tested.

Event description:
The event involved a ndehp plumset 2claves-sl that the customer reported an unknown substance in the cassette upon opening the packaging. There was no patient involvement and no patient harm.